Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer's blood glucose level. Efforts to troubleshoot, including changing the wall outlet and using different charging cables, were unsuccessful. As a result, customer technical support arranged for a pump replacement. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer was instructed to allow the pump's battery to fully deplete before returning it via dpd delivery and collection.